Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box showed no evidence of occlusion alarms. The pump was able to successfully complete a rewind, load, and prime sequence with no alarms. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no occlusions. The complaint was not verified or duplicated during testing. Unrelated to the complaint, the battery compartment was cracked. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.